Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite and was able to confirmed customer reported issue. Fio2 (fraction of inspired oxygen) would not reach 100% and stopped at 83%. As a resolution, adjusted the solenoid and verified that the unit is within specifications. The unit is ready for used. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Additional information:the customer confirmed that there was no patient involvement associated with the reported event. The event occurred prior to patient use during initial testing.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was set fio2 (fraction of inspired oxygen) to 100% but only goes to 83%. As of this time there is no information about patient involvement associated with this reported event.